Manufacturer narrative:
Product complaint # (B)(4). Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number : 04.503.706s, lot number: 7l47419, part manufacture date: n/a, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided is not valid for (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that a part of the plate found broken on (B)(6) 2021. The primary mandibular procedure was performed on (B)(6) 2021. Due to in progress of bone fusion the adverse effect to the patient was not reported. No further information is available. Concomitant device reported: unknown screws (part # unknown; lot # unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1)ti matrix mandible 20 hole adaption pl 1.0mm thick. This report is 1 of 1 for (B)(4).